Event description:
The manufacturer received information alleging a patient had memory loss while using the bipap s/t c series device. The patient claims the device was delivering a decreased pressure.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The customer's complaint of the device delivering low pressure was not confirmed. The device had no errors or failures were logged within the device's error log system. The device passed all final testing and found to operate and alarm to design specifications.